Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced post-reset ram crc alarm and power loss alarm. The customer's blood glucose value was unknown. The customer stated that they received power error and had no connection to the sensor. The customer stated that the pump shut off around midnight and turned back on the second. The customer stated that the post-reset ram crc alarm did not occur immediately after a battery change. The product was returned for analysis.